Event description:
The surgeon implanted a silicone lens model aq2003v and was removed without patient injury. The lens was removed due to the patient's weak zonules and the lens would not stay in place. The facility stated there was no capsulre tear or other patient injury. The md decided to use another type of lens. The model and lot numbers of the cartridge and injector are unknown.